Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis, manifested by hemoperitoneum and bloody bags. On the same day as the event, the patient was hospitalized. The patient was treated with intraperitoneal vancomycin (every five days; dose and duration not reported) for peritonitis. Eight days after admission, the patient was discharged from the hospital. Peritoneal dialysis was discontinued and the patient was placed on hemodialysis. The patient was readmitted to the hospital ten days after event onset for continuing peritonitis, manifested by abdominal pain. Treatment was not reported. The patient was discharged three days after admission. At the time of this report, the patient has not recovered from the peritonitis and is currently hospitalized for an unrelated indication. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.